Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility, the remb handswitch would not lock into either the run or safe position. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the remb handswitch would not lock into either the run or safe position. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The handswitch is not a repairable device and will not be returned to the user facility.